Event description:
An ivus catheter was advanced over an interventional guidewire into the patient's left anterior descending artery (lad). The ivus imaging crystal didn't advance out into the artery. When the catheter was activated to start imaging, the crystal was located in the guide catheter and separated from the distal marker. When the marker was advanced into the artery the crystal would not advance. The ivus catheter was removed and saved. Then a new ivus catheter was used and worked properly. The patient was not harmed and a coronary intervention was done on the lad with no other problems.